Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. There is no data available in the formatted history file due to the unit did not have a battery installed when received. Unable to verify no delivery/occlusion alarm in the formatted history file due to no data available. However, the no delivery alarm functions properly during the basic occlusion test and occlusion test. Device was programmed and monitored for 2 days, no unexpected no delivery alarm noted. History download was successful using thds and carelink upload was successful. Device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned insulin pump for an alleged possible under delivery, unexpected no delivery alarm/occlusion alarm and was hospitalized for high blood glucoses found on (B)(6) 2021. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and a21 error test. There is no data available in the formatted history file due to the insulin pump was stored for an extended period without a battery. Unable to verify no delivery/occlusion alarm in the formatted history file due to no data available. However, the no delivery/occlusion alarm functions properly during the basic occlusion test and occlusion test. Insulin pump was programmed and monitored for 2 days, no unexpected no delivery alarm noted. History download was successful using thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: minor scratched display window and cracked battery tube threads. A cracked reservoir tube lip was confirmed. The insulin pump passed the functional testing. Unable to verify customer alleged for high blood glucoses. Customer alleged for possible under delivery was not confirmed. Unexpected no delivery alarm/occlusion alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple no delivery alarms after changing infusion set. Customer stated that they had experienced hyperglycemia and was hospitalized. Customer was assisted with testing insulin pump and it was confirmed that insulin pump delivering less insulin than through insulin pen. Customer was fine after replacing insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.